Manufacturer narrative:
The root cause of the reported clinical observations was not identified. The reporter stated she had no further details regarding the reported observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal event. Normal device function was reported at the hospital by a boston scientific sales representative. No additional adverse patient effects were reported.